Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Bursitis is the inflammation or irritation of the bursae (the fluid filled sac that cushions the joint) and is typically caused by repetitive motion, overuse, and pressure to the bursae. Bursitis is a very common condition that can impact any of the joints and can last for a short duration or years. Symptoms the patient can experience include pain, tenderness, swelling, stiffness, decrease in movement, and/or redness at or around the joint that is involved. Conservative treatment consists of over the counter (otc) medications pain relievers and anti-inflammatories, rest, ice, elevation, and applying pressure wraps. If conservative treatments fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postop bursitis developed and required medical intervention for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was further reported that the patient was given cortisone injections twice. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Root cause of the reported event is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient had underwent a knee surgery and was doing well until experiencing mild pes anserine bursitis 5 years post-op. The patient was given a cortisone injection. No further information has been provided. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42542008302 - tibia fixed cemented right size h stem extension use required - 64207435. 42555807410 - tibial augment cemented half block right medial size gh 10 mm thickness - 64352296. 42555807210 - tibial augment cemented half block right lateral size gh 10 mm thickness - 64333017. 42522801014 - articular surface fixed bearing constrained condylar knee (cck) right 14 mm. Height use with tibia sizes g, h / revision femur sizes 11, 11+, 13 with l - 64305432. 42504607002 - femur cemented standard right size 11 - 64500460. 42560313524 - stem extension 3mm offset splined uncemented 24 mm diameter +135 mm length - 64536735. 42556807010 - femoral posterior augment cemented size 11, 11+ 10 mm thickness - 64340801. 42556807005 - femoral posterior augment cemented size 11, 11+ 5 mm thickness - 64363727. 184704 - series a pat w/wr std 31 1 peg - 910590. 110034355 - refobacin bc r 1x40 us - 828bad1611. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.